Event description:
It was reported that during a da vinci-assisted component separation etep surgical procedure, the force bipolar instrument tips stopped closing all the way during the case and some of the parts that hold the cables looked out of place. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arching was not observed. The jaws were misaligned when introducing mesh through one of the 8mm robotic ports. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the grip tang. A loop of wire is sticking out such that the wire protrudes above the outer surface on the distal end. The wire insulation is damage, and the conductor wire is exposed as a result. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips. The complaint regarding tip stopped closing and some of the wires looked out of place, was confirmed by failure analysis. Common causes of a dislodged conductor wire are attributed to when the instrument is moved in a grasp/pull/pitch motion, its grip can become dislocated/dislodged and may pull the conductor wire out of the routing groove.